Event description:
It was reported that an unspecified malfunction occurred. The patient uses a tandem t:slim x2 insulin pump at the time of the event. According to the patient, on (B)(6)2026, around 10:00 pm experienced a hyperglycemic event. Prior to the event, the patient, who lives in an assisted living facility, required assistance in using the bathroom. The patient stated he was shaking and needed help with returning to his chair. While in the bathroom, he collapsed and does not remember how long he was unconscious. He recalls waking up on the floor and noticing that his continuous glucose monitor (cgm) had been removed, leaving him unable to check his readings. The patient¿s aide called an ambulance. When emergency medical technicians (emt) arrived, they checked his blood glucose (bg), which was over 600 mg/dl, and advised immediate transport to the hospital. No medication or treatment was provided by emts or prior to their arrival. The patient stated that once at the hospital, he was given an insulin injection, though he could not recall the dosage or insulin type. He also mentioned undergoing an MRI and two additional tests that he could not remember. He is unable to confirm the bg reading taken upon hospital admission. At the time of the report, the patient reported feeling awful and was still in the hospital with no definitive discharge date. Upon follow-up on (B)(6)2026, the patient reported that he was discharged from the hospital on (B)(6)2026 and transferred to a rehabilitation center. The patient is regaining his strength but has not fully recovered. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Cit was reported that a transmitter battery issue occurred. The patient uses a tandem t:slim x2 insulin pump at the time of the event. According to the patient, on (B)(6) 2026 at around 10:00 pm, the patient reported a dexcom g6 transmitter failure attributing to a medical event at his assisted living facility. He stated that prior to the incident, he recalled that his continuous glucose monitor (cgm) was no longer working (transmitter failure), leaving him unable to check his glucose readings. Then, he began to experience shaking and required assistance from an aide while in the bathroom, as he needed help returning to his chair. Before the aide could assist him further, the patient collapsed and did not recall how long he was down. Upon regaining awareness, he noticed that his cgm was still not working (transmitter failure). Assisted living aide called an ambulance. When emergency medical technicians (emt) arrived, they checked his blood glucose (bg), reported it was over 600 mg/dl and advised immediate transport to the hospital. No medication or treatment was provided by emts or prior to their arrival. At the hospital the patient was treated with insulin injection, though he could not recall the dosage or insulin type. He also mentioned undergoing an MRI and two additional tests that he could not remember. He was unable to confirm the bg reading taken upon hospital admission. During the call, he remained hospitalized with no clear discharge date (more than 24 hours), and he mentioned the possibility of transitioning to rehabilitation. At the time of the report the patient was feeling awful. During a follow-up conducted on (B)(6) 2026, it was reported that the patient was discharged on (B)(6) 2026 and transferred to rehabilitation. The patient also stated that the hospital initially suspected of having a stroke, however after an MRI was performed it was confirmed it was not a stroke. They also ran blood tests and prepared him for rehabilitation because he could hardly walk. At the time of the follow up he was regaining his strength but has not fully recovered yet. Data investigation could not confirm a transmitter battery issue. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).